Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of the coyote es balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the end of the distal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. There is no indication that the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilation. However, during the initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.